Manufacturer narrative:
The battery was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. The reported problem (battery faults/won't hold charge) has been confirmed. As received, the battery was unable to charge. The battery connector was physically damaged, which prevented the battery from connecting to a battery charger. The root cause for the damaged connector was physical abuse. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a patient's battery pack was unable to hold charge and was receiving battery faults.